Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci clinical research associate that a male patient underwent a coronary intervention procedure on (B)(6) 11. Access was obtained at the right common femoral artery via a 6f procedural sheath at the bifurcation. A pre-procedural femoral angiogram was taken which revealed no presence of calcium or peripheral vascular disease (pvd) in the vicinity of the access site. The vessel size of the artery was estimated to be 6-7 mm. The patient was anticoagulated with angiomax via an IV drip. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that following deployment of the mynx, the sealant was allowed to swell for one minute with 3-4 minutes of hold time. Hemostasis was successfully achieved. Post closure, it was observed that an acute hematoma measuring less than 6cm was reported to have developed at the puncture site. The physician immediately applied a femostop which successfully resolved the hematoma. The patient was ambulated and discharged per hospital protocol with no reported clinical sequela. No further information was provided.